Manufacturer narrative:
H 3: evaluation summary the device history record (DHR) for the lot was reviewed. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The manufacturing site received 12 samples for evaluation. Visual inspection of the syringe assemblies revealed two of the samples were confirmed to contain the issue of a damaged barrel ¿ non-functional. The same two syringes with the damaged barrel also failed leak testing. Upon further investigation, both of the confirmed defects were found to have been produced from the same barrel mold cavity. The most probable root cause for the hole in the barrel wall was a result of a short shot in the molded barrel component of the cavity. This issue is a cavity-specific problem; however, this issue can occur sporadically from shot-to-shot. Per procedure, complaint trends are evaluated during the monthly corrective and preventative action (CAPA) meeting to determine if a CAPA is warranted. At this time, there is not enough information and a CAPA will not be initiated. However, these conditions will be communicated to the appropriate manufacturing and quality assurance personnel. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when pulling back on the syringe the blood is bubbling and coming through.